Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported, the patient underwent a total knee arthroplasty on (B)(6) 1996. Subsequently, the patient was revised on (B)(6) 2015 due to wear of the tibial bearing. The tibial bearing, femoral component, locking bar and patella were removed and replaced.